Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem using normal method and the procedure was completed with this device. No patient complications and the patient was good post procedure.